Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was an unspecified malfunction with this right ventricular (rv) lead which was not specified thus a new lead was implanted. The lead was surgically abandoned. No adverse patient effects were noted.